Event description:
It was reported that the pulse generator exhibited noise during the procedure body fluids were noted in the lead ports and behind the lead pins. The device was explanted and replaced successfully. Through psa and the new pulse generator normal values were noted. The patient was discharged with no complications.